Event description:
It was reported that an occlusion alarm occurred. During troubleshooting an o-ring and debris were identified on the pneumatic tap. The customer was able to remove the o-ring and cleaned around the pneumatic tap from the pump and changed the pump supplies to address the issues. There was no reported adverse impact.